Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient therapy controller (ptc) would not power on. Troubleshooting was attempted, but was unsuccessful. There were no patient effects reported.

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. The serial number and the UDI was corrected in this report. (B)(4).

Manufacturer narrative:
Device evaluation: the device was subjected to external and internal visual examinations, as well as, functional testing. The device operated per specification. Based on the results of the investigation, the reported issue was not confirmed. (B)(4).